Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the caller had a patient who felt that the device was no longer working as the battery stayed continuously full and was evidently not giving any pain relief. This occurred suddenly 2 weeks prior to the report. The caller was the primary physician for the patient. Patient information was not provided. The information suggested that it was a rechargeable device. Follow-up would be conducted to obtain both device and patient information.